Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm and minimum fill notification occurred. Additionally, it was reported that the pump settings were erased after the alarms. The customer experienced an elevated blood glucose (bg) level (594-595 mg/dl). The customer administered an insulin injection to treat the bg. A supply change was performed and the customer resumed insulin therapy successfully.